Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the castor base.

Event description:
It was reported that, during patient transfer, the 980 ventilator's wheel a fell off. The patient was not removed from the ventilator. There was no report of patient harm as a result of the reported event.